Event description:
The patient reported their blood glucose level rose to 300 mg/dl while wearing the pod between 1and 4 hours on their arm. The patient mentioned they noticed their bg level was not going down while the pod was in automated mode. As treatment a new pod was activated.

Manufacturer narrative:
The device was received fully deployed. The fluid path test was run, and fluid was observed to leak from the soft cannula. The cannula was inspected under magnification, and a small puncture was observed in the exposed portion of the soft cannula which generated the leak. The exact cause and timing of the observed cannula damage could not be conclusively determined. No other damages or defects were observed that would result in a failure to deliver insulin. The patient history buffer (phb) data was reviewed, and the algorithm was observed to appropriately adjust to estimated glucose values (egvs) and user inputs. The exact cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcomg6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.